Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check was completed and indicated the pump was working, however, occlusions continued and a replacement pump was sent to the customer to resolve the issue.